Event description:
Customer reports a positive CT hcg from a urine sample from a pt in their clinic. Repeat testing on the same sample was also positive. A second sample from same pt also tested as positive. Second sample was retested on a different analyzer and tested negative.

Manufacturer narrative:
Cleaning procedures were reviewed with the customer. After cleaning the instrument customer tested specimens side-by side with another instrument. After cleaning the instrument, no further false positives were found.